Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The case started with selecting to implant a 24mm device. After multiple recaptures due to an exposed posterior lobe, the device was upsized to a 27mm device. A sweep for an effusion was negative. A 27mm device yielded similar results as the 24mm device. Multiple recaptures and adjustments were made, but a 5mm gap remained. A decision was made to upsize again and a 35mm device was chosen. This device was ideal until it moved proximal during the tug test. It was repositioned multiple times with the same result on the tug test. A 31mm device was deployed and met release criteria and was released. Upon release, the device shifted proximal and 1/3 to 1/2 of the device was above the ostium after release. The device was monitored for 20 minutes under transesophageal echocardiogram (tee) and the device was noted to be stable. Post release, an effusion sweep was negative. About an hour post-procedure, the patient went into ventricular tachycardia and was shocked by their automatic implantable cardioverter defibrillator (aicd) and was alert and talking with nurses afterwards. A transthoracic echocardiogram (tte) was performed bedside and then the patient returned to the cath lab for a tee. These both confirmed the device was still in place and had not shifted any further. The patient remained stable and was discharged.